Manufacturer narrative:
Concomitant medical products: product ID 977a260 serial# (B)(4), product type lead. Product ID 977a260, lot#/serial# (B)(4). Product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 08-may-2025, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 03-aug-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they learned the "the last two diads" on their leads were not working and had "shifted" about 2-2.5 months ago. Pt said they made mdt rep. (B)(6) and (B)(6) aware of the issue about 2-2.5 months ago and met with mdt rep. Pt was switched to the next "diad," but then that diad did not work and the pt said they learned it would be a "domino effect" and the pt would need to have their leads replaced. Pt said they may need to have their entire spinal cord stimulator(scs) replaced, but were unsure. Pt said they would be meeting with their hcp the day after tomorrow for the pre-surgery discussion and then would be going into surgery on the (B)(6) 2022. The patient was redirected to their healthcare provider to further address the issue. Pt said their back "was always sore." Pt mentioned they had "so many surgeries in the past. Redirected caller: patient's hcp rep reported they were first aware of the diets being out on (B)(6) 2022. Rep confirmed that based on post surgery x-ray, it did not look like the leads shifted/ migrated. Impedances on the leads is what the patient meant by diets not working.

Manufacturer narrative:
H3: sn:(B)(6); the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Sn:(B)(6); the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the #7 conductor was broken in the distal end of the lead. Sn: (B)(6); the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the #4 conductor(s) was broken in the body of the lead within 10 cm of the connector area. Analysis identified that the #6 and #7 conductor(s) were broken in the distal end of the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on july 11th, 2022. Pt reported the problem was not much of a lead shift. The problem was that the electrodes in the left lead failed. Their unit was replaced and the replacement unit works fine.

Manufacturer narrative:
Continuation of d10: product ID 97792 lot# serial# unknown : product type accessory product ID 97792 lot# serial# unknown product type accessory product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2022 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2022 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), product type: lead. Product ID : 977a260, serial# (B)(6), product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on june 6th. The pt reported that they just replaced ins and are waiting for hcp to turn it on. Pt confirmed the reason for replacement was due to previous issue reported. Pt was upset that the stimulator only lasted 5 months. Reason for call was that the patients chiropractor mentioned using a laser because "up higher in my back I have muscle issues on both sides, because I fly fished way too much over the last 25 years so the muscles that go from my shoulder blade to my spine are knotted up and I get muscle aches". Pt has mentioned having back soreness and many surgeries in the past. Laser guidelines were reviewed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.